Event description:
Drug/diluent: 0.125% bupivacaine, fill volume: 400 ml, flow rate: 10 ml/hr, procedure: total knee arthroplasty, cathplace: femoral nerve block, date of surgery: (B)(6) 2013. A fast flow was reported, "ball was nearly empty 24 hours prior to usual." The pump was started on (B)(6) 2013, at 10:33. The incident was noted on (B)(6) 2013, at 10:47. The infusion ended on (B)(6) 2013, at 14:00. The patient did not experience any adverse signs or symptoms. No medical intervention was required due to the reported incident. Patients current condition is stable.

Manufacturer narrative:
Method: the actual pump used was received from the end user for inspection and evaluation. The pump is currently undergoing an evaluation. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: a follow-up report will be filed when the investigation and evaluation of the sample has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.